Manufacturer narrative:
Reliability analysis evaluated one opened and used enlite-serter. Performed insertion test using a new lab enlite sensor and rubber skin per specifications and it passed. Enlite serter connected and released properly.

Event description:
Customer reported that the serter device does not release the sensor and the needle of the sensor had not gone in all the way. She also reported that the sensor was giving inaccurate readings and that she had gotten false predictive low and high alerts. She stated that the sensor glucose readings have been off by 300 points. The blood glucose reading was 193 mg/dl. Customer removed the sensor and found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.